Event description:
It was reported that the vns patient passed away. The physician reported that the cause of death was presumed sudep and that cardiac arrest may have followed an unwitnessed seizure. The physician indicated that the patient experienced a reduction in seizures with vns therapy and that the patient was receiving therapy at the time of death. The death was not witnessed and the patient was found unresponsive. The patient was compliant with antiepileptic medications. The physician reported that vns is not related to the cause of death. The patient was cremated and the device was explanted prior to cremation. The death certificate listed the cause of death as cardiopulmonary arrest secondary to possible seizures. No additional relevant information has been received to date.